Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history identified a related complaint for the other maryland bipolar forceps instrument involved in this event. Refer to the report with patient identifier (B)(4). A review of the instrument log for the maryland bipolar forceps (part # 420172-14 /lot # n10160914-634) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sh1940. The alleged event occurred on the 7th use of the instrument. There were 3 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the video clip was conducted by a clinical development enginer. The following additional information was provided: a maryland bipolar forceps is seen grasping tissue and applying bipolar energy. During the energy delivery, a flash is observed near the proximal end of the jaws. The user stops energy delivery and releases the jaws from tissue immediately following the flash. The video cuts off shortly after, but in the duration of the video, no injury is observed. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event, however if the event were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument suddenly sparked. It reportedly had 3 uses remaining. The site then used another maryland bipolar forceps instrument, but it happened again. The site then used a fenestrated bipolar forceps to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use. There was no damage. Arcing was observed and there was darkening at the base of the wrist. The cannula was inspected with a pin gauge and there was not any problem. The surgeon was cauterizing when the arcing event occurred. Bipolar energy was activated when the arcing event occurred. A conmed generator was used. The settings used on the generator/electro-surgical unit (esu) were mono-cut:50, mono-coagulation: 50, bipolar: 50. The instrument was in use for approximately 12 minutes prior to the arcing event. A monopolar curved scissors instrument was in use when the arcing event occurred. The instrument tip of the maryland bipolar forceps was in contact with tissue when this arcing event occurred. The instrument tips did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was removed during the procedure prior to arcing and the wrist was straightened. There was no patient injury. The patient did not return to the hospital due to any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Patient gender: female. Procedure name: hysterectomy. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "while the surgeon was using the instrument, it suddenly sparked". Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley, between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Root cause of this failure is attributed to mishandling/misuse. No damage found to the conductor wires.

Event description:
Refer to for follow-up information.

Manufacturer narrative:
Failure analysis was able to replicate this failure mode by performing prolonged energy activation without tissue between the grips (aka "air firing"). High generator settings and/or conductive fluids (or tissue) in direct contact with the yaw pulley combined with the prolonged energy activation can also make this damage more likely to occur. Relevant user manual warnings include the following: caution: set the esu bipolar output power or effect as low as possible to achieve adequate hemostasis. Warning: excessive power or effect levels may result in instrument malfunction and possible patient or user injury. Reduce power or effect setting if any of the following effects are observed: excessive arcing, excessive tissue charring, excessive overheating of the tip (for example, the tips glowing red or emitting a blue plasma cloud). Warning: aspirate fluid from the area before activating the instrument. Conductive fluids (for example, blood or saline) in direct contact with or in close proximity to an active electrode may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient.